Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported that in (B)(6) the patient had sacral nerve stimulator device placed and the response to stimulator has been big help as they can now anticipate when they will have a bowel movement with enough time to get to bathroom. Patient reached out because in february they had a hemorrhoidectomy and as expected had to turn stimulation on device down as they recover. Because of this the patient has had increased incontinence and requested programming suggestions. Patient was currently using program 2 and was not able to increase stimulation beyond 1 v based on pain from hemorrhoids prior to surgery. Additional information received from patient on may 28, 2019 reported they had a "hemorrhoidectomy" procedure done (B)(6) 2019 and, since then, if they go above 0.8 on program 1, they ¿sees starts¿ from painful stimulation. The patient had the stimulation currently set on program 2 and, if they tried to go above an amplitude of 1.4, they had painful stimulation. Further, they stated that they had pain above the ins. They mentioned that they were not getting ¿that much lead time¿ when they had to go to the bathroom. These issues had also occurred since (B)(6) 2019. The patient did report they had an accident in (B)(6) 2019 (stated a couple of weeks ago) that was bad. They noted that they had not had one that bad in a long time due to not making it to the bathroom in time. The patient was to see their doctor this week to discuss their issues/symptoms they have been having. There were no further complications reported or anticipated.